Event description:
It was reported the epg (external pulse generator) was caught under an operating room table and sustained physical damage. The epg was returned for repair, it was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was broken. It was also noted that the upper case was broken, the lower case was contaminated, the ring cover was contaminated, two side bail covers were broken, the battery release, heart block, lead flex cover, release spring, and heart wire contacts were contaminated and the battery contacts were compressed.